Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the patient still felt stimulation from her ribs to her toes, but no cause was provided. The patient later called back and reported that she found her previous controller battery and wanted to return it. The battery was described as fried. There were no reported complications and no further complications were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for non-malignant pain. It was reported that the patient accidently put the controller in the wash machine with her sheets and was wet. The patient stated that the screen was now all foggy. There was no out of box failure reported or medical/therapy problem associated and a replacement was sent to the patient. There were no symptoms or further complications reported or anticipated. Additional information was received from a consumer regarding the patient. It was reported that the patient thought they had accidentally increased stimulation yesterday on (B)(6) 2018 when they were trying to connect with their programmer. The patient stated that the stimulation was now at an uncomfortable level and they felt like they were buzzing down to their toes since yesterday. The patient had to sleep in a chair last night. The patient was waiting for repair to send them a different controller because theirs was not working. The patient received a replacement controller and they were able to successfully decrease stimulation. They noted that the date and time were incorrect, but product services (ps) successfully instructed the patient on how to change that information. The patient was instructed on how to send the old equipment back to repair. No further complications were reported. Follow up was conducted.